Event description:
It was reported by the patient when removing the pod their skin was irritated. The patient describes the site looking, "black" and scarred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar. No lot release records were reviewed, as the product lot number was not provided.